Manufacturer narrative:
The cobas e411 rack serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ca 19-9 results from the cobas e411 rack analyzer. The initial result was 306.0 u/ml. The repeat results were 16.41 u/ml and 11.94 u/ml.

Manufacturer narrative:
Due to the limited information provided, the investigation was unable to determine a specific root cause. A general reagent or analyzer problem was not present because the qc prior to the event was within ranges. There was no product problem identified.